Manufacturer narrative:
Analysis of the returned pacemaker determined that the device was subjected to and passed all the electrical testing with its battery status, which confirms proper operation of the pacing and sensing functions of the device. It is confirmed that the device was functioning and depleting normally, and no problem was detected.

Event description:
It was reported that the patient with this pacemaker presented to a post procedure follow-up with chest discomfort. Also, the right ventricular (rv) lead was not capturing at maximum output . A chest x-ray was performed, and it was confirmed that this rv lead dislodged. Subsequently, the patient underwent a revision procedure and the rv lead was repositioned. When the rv lead was connected to the device it exhibited noisy signals. The rv lead was tested on the pacing system analyzer (psa), and the signals were clear. When the physician reinserted the lead into the device noise signals were observed again. The physician elected to explant the device and replaced it with a new device, which resolved the noise issue. After the replacement of the pacemaker, the physician noted that the device was programmed to unipolar, and suggested the noisy signals likely occurred due to the unipolar programming. No additional adverse effects were reported.

Event description:
It was reported that the patient with this pacemaker presented to a post procedure follow-up with chest discomfort. Also, the right ventricular (rv) lead was not capturing at maximum output . A chest x-ray was performed, and it was confirmed that this rv lead dislodged. Subsequently, the patient underwent a revision procedure and the rv lead was repositioned. When the rv lead was connected to the device it exhibited noisy signals. The rv lead was tested on the pacing system analyzer (psa), and the signals were clear. When the physician reinserted the lead into the device noise signals were observed again. The physician elected to explant the device and replaced it with a new device, which resolved the noise issue. After the replacement of the pacemaker, the physician noted that the device was programmed to unipolar, and suggested the noisy signals likely occurred due to the unipolar programming. No additional adverse effects were reported.